Event description:
It was reported that the customer is working on some adjustment on the insulin pump with the doctor. It was stated that the customer has experienced some high blood glucose; value not provided. Customer has 20 units of insulin left in the insulin pump and felt like it was not helping to lower the blood glucose level. Customer was not sure if he received no delivery alarms as the alarm did not show on the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.